Manufacturer narrative:
The following devices were also listed in this report: delta v-40 ceramic head 36/-2,5; cat # 6570-0-436; lot # 29905151, tridentii tritanium cluster54e; cat # 702-04-54e; lot # 29467051a, 6.5mm low profile hex screw 20mm; cat # 7030-6520; lot # 7030-6520, high insignia collared hip stem; cat # 7000-6604; lot # 29069157. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to infection. A head and liner exchange was performed. Additionally, the offset of the femoral head went from a -2.5 to a +0 to ensure stability prophylactically. Rep confirmed that no further information will be released by the hospital or surgeon.